Event description:
It was reported that the patient's ipg had to be charged frequently and for longer periods of time. The patient underwent an ipg replacement procedure. The explanted ipg was discarded.